Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's initial power up issue was observed. The device's replace interface pca needs to be replaced to address the issue. No repair was performed. The device was scrapped.